Event description:
Reporter indicated that vns patient had passed away from an apparent heart attack. The patient was reportedly found on the bathroom floor at home. The patient was receiving vns therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
Certificate of death lists seizure disorder as the immediate cause of death. Autopsy was not performed. Both the generator and lead were returned to manufacturer for analysis. During analysis of the pulse generator, no performance anomalies or conditions were noted that would have contributed to the reported death. The condition of the returned portion of the leade, in general, is consistent with conditions that typically exist following an explant procedure. The lead pin showed evidence of a proper mechanical and electrical connection as expected. No anomalies that would have contributed to the reported condition were identified.